Manufacturer narrative:
The unit had an intermittent up button response due to a corroded keypad. The unit had no ramping numbers on their own or scrolling bar moving found. The unit was programed to alarm low reservoir and the device functioned properly. The unit had no unexpected low reservoir alarm. The unit had a cracked reservoir tube lip, a cracked reservoir tube window, a cracked reservoir tube window corner, and cracked battery tube threads. (B)(4).

Event description:
The customer called in to report a keypad anomaly and a low reservoir alarm. The customer did not recall any significant events leading to the issue. The customer's blood glucose level was 300 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.